Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the new syringe pump stopped powering on. The device was brought to the biomedical engineering department for evaluation. Upon initial inspection, the ac power indicator illuminated when the unit was connected to mains power; however, the device did not power on. Over the preceding several days, intermittent behavior had been observed in which the device unexpectedly powered on without user input. On two occasions, the device briefly activated, the display flashed rapidly, and an audible beep was emitted. This abnormal activity continued for approximately one minute before the device powered off completely. The issue was reproducible only intermittently and could not be maintained consistently during evaluation.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.